Event description:
A customer contacted baxter's technical service center to report a problem with the homechoice (hc) machine at the 'press go to start' display. Per the initial report, the home pt (hp) stated smoke was coming from the back of the hc machine and the display went out. The technical service representative (tsr) arranged to swap the hc machine and discussed the use of the continuous ambulatory peritoneal dialysis (capd) until the replacement machine arrived, as the hp would complete therapy via manual supplies. The hp would call the peritoneal dialysis registered nurse (pd/rn) to program the new hc machine. No pt injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
.